Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x2.5mm, eccentric target lesion was located in a mildly tortuous and mildly calcified diagonal artery. A 2.50x20mm promus element ¿ dug-eluting stent was used to treat the target lesion. However, during procedure, it was noted that the stent was deformed. The procedure was completed with a promus premier stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut on the most distal row was raised and bent distally towards the tip of the device. Stent damage at the distal end of the stent is consistent with advancement however the damage may have been aggravated further during the withdrawal of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along the length of the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x2.5mm, eccentric target lesion was located in a mildly tortuous and mildly calcified diagonal artery. A 2.50x20mm promus element ¿ dug-eluting stent was used to treat the target lesion. However, during procedure, it was noted that the stent was deformed. The procedure was completed with a promus premier stent. No patient complications were reported.